Event description:
It was reported by the customer that an amiodarone infusion was set for 1 mg/hr, which equals 33.3 ml/hr started at 2130. At 23:30, a 250 ml bag was noted to be completely infused. The volume to be infused on the pump still read 180 ml. In additional follow-up, the customer mentioned that the patient experienced severe hypotension (bp 78/48 with the pressors infusion) and bradycardia, requiring further resuscitation. Other infusions currently running at the time of the event were norepinephrine, vasopressin and normal saline drive line. Additional medical intervention provided to the patient was as follows per the reporter: "norepinephrine infusion increased to 20 mcg/min (from an initial dose of 6¿10 mcg/min). Vasopressin infusion at 0.04 units/min. New vasopressor initiated: epinephrine infusion at 6 mcg/min. Administered 1l of plasmalyte and 5% albumin. Due to persistent hypotension, rescue medications were required: epinephrine infusion, which led to the need for insulin infusion due to hyperglycemia. The patient¿s lactate level increased from 1.6 to 6.1, again likely related to epinephrine and high pressor infusion. Initially planned for extubation within 4¿6 hours, the patient instead required mechanical ventilation for 24 hours. Connected to a temporary pacemaker for bradycardia, utilizing epicardial wires from prior cardiac surgery. Administered hydrocortisone 100 mg IV for severe hypotension."

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer that an amiodarone infusion was set for 1 mg/hr, which equals 33.3 ml/hr started at 2130. At 23:30, a 250 ml bag was noted to be completely infused. The volume to be infused on the pump still read 180 ml. In additional follow-up, the customer mentioned that the patient experienced severe hypotension (bp 78/48 with the pressors infusion) and bradycardia, requiring further resuscitation. Other infusions currently running at the time of the event were norepinephrine, vasopressin and normal saline drive line. Additional medical intervention provided to the patient was as follows per the reporter: "norepinephrine infusion increased to 20 mcg/min (from an initial dose of 6¿10 mcg/min). Vasopressin infusion at 0.04 units/min. New vasopressor initiated: epinephrine infusion at 6 mcg/min. Administered 1l of plasmalyte and 5% albumin. Due to persistent hypotension, rescue medications were required: epinephrine infusion, which led to the need for insulin infusion due to hyperglycemia. The patient¿s lactate level increased from 1.6 to 6.1, again likely related to epinephrine and high pressor infusion. Initially planned for extubation within 4¿6 hours, the patient instead required mechanical ventilation for 24 hours. Connected to a temporary pacemaker for bradycardia, utilizing epicardial wires from prior cardiac surgery. Administered hydrocortisone 100 mg IV for severe hypotension." A copy of the health canada report was received, which states, "amiodarone infusion set for 1 mg/hr equals 33.3 mls/hr started at 2130. At 23:30, 250 ml bag noted to be totally infused. Volume to be infused on pump still reading 180 mls".

Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available. Correction: describe event or problem. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported incident of an over infusion of amiodarone could not be confirmed through review of the logs and was not replicated during device testing. The inspection and testing of the pump module and the administration set did not find any existing malfunctions that could have contributed to the reported incident. The suspect pump module, alongside the returned administration set, were found to be infusing within specifications and did not show any signs of unregulated flow occurring. Review of the pcu event log did not show the reported events on the date 01mar2025; however, events matching the incident description occurred on (B)(6) 2025. The initial infusion for the drug ¿amiodarone cont¿ was programmed at a concentration of 450 mg / 250 ml and started on (B)(6) 2025 at 9:25 pm. T the dose was 1 mg/min (which doesn¿t match the reported 1mg/hr), calculating the rate at 33.3 ml/hr and the volume to be infused (vtbi) was 250 ml. A review of the suspect pump module error logs did not show any relevant issues or malfunctions occurring on the date of the incident. The unit was channeled off once at 11:30 pm, stopping the infusion, and then was used again before being channeled off a second time at 11:31 pm. The system was powered off on (B)(6) 2025 at 4:44 am. The total volume infused for the suspect pump module was recorded at 69.43 ml. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of a pump module or a pcu event log. This is not a function of the event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered. Per label review, the alaris system user manual (v12.1), states within warnings and cautions, ¿to prevent a potential free-flow condition, ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door.¿ the administration set was sent for further investigation to the bd vernon hills dchu. The administration set is being investigated under separate complaint record (B)(4). Root cause: the root cause for the reported over infusion of amiodarone was not determined. No anomalies were observed with the pump module that would contribute to the reported event. The returned pump module was found to be infusing within specification. Note that this report lists imdrf annex a0401, a1801, g04067, g04037, g02017, g04088, c07, c0601, dxxx codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.